Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to chest pain. Interrogation showed the patient had pericarditis thought to be caused by perforation on the patient's right ventricular (rv) lead. The rv lead was repositioned on (B)(6) 2020. The patient was stable throughout.